Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s (mg/dl) for approximately 3 weeks. Reportedly, the customer believes that their bg levels are due to being a new user, not being as careful with managing their diabetes recently, and working with their health care provider (hcp) to adjust the settings on their pump. Customer administered boluses with the pump to treat their bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they will contact their hcp to discuss diabetes management.